Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) defibrillation lead exhibited pace impedance measurements of greater then 2,000 ohms. The device remains in service. No adverse patient effects were reported.